Event description:
It was reported that during a coronary drug eluting stenting procedure, stent dislodgement occurred. The 99% stenosed target lesion was severely tortuous and in the atrioventricular branch of the mid right coronary artery. The physician attempted to deliver a 2.50x8mm taxus express2 stent delivery system (sds) by 2 (two) wire technique. After the lesion predilatation, the 2.50x8mm taxus express2 sds was advanced until the mid rca. However, it was unable to reach the lesion. Then the physician attempted to remove it outside the patient's body, but it was caught on the tip of guide catheter and dislodged in the severely calcified and tortuous proximal rca. The physician pushed the dislodged stent with an unknown size balloon tip to the mid rca. The stent was crushed in the vessel wall with the balloon. Another taxus express2 stent was deployed successfully where the stent had been crushed. No patient injuries or complications were reported. The procedure was successfully completed with another with same device. Patient's condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.